Event description:
It was reported that during a routine implantable pulse generator (ipg) replacement procedure the patient experienced an occlusion. The procedure was abandoned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.